Manufacturer narrative:
B5. Describe event or problem: added information was provided. E1 - initial reporter address 1: (B)(6). Device eval by MFR: the device was not returned. However, an angiograph video was provided from the healthcare facility which depicts the deployment of a stent. The proximal end of the stent appears to be constrained at the proximal end, post deployment. The delivery system was moved, and the constrained section of the stent opened/dilates.

Event description:
It was reported that the patient underwent surgery. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-24 carotid wallstent was selected for treatment. However, during the procedure, it was noted that the stent could not be released due to huge obstruction. The physician tried to shake the stent, but it could not be released. Finally, the tension was too large, and the stent popped out, but the expansion shape of the stent was not ideal, and it was not completely attached to the wall. Retraction of the device did not work, and the procedure was not completed. Consequently, the patient underwent surgery as a result of this event. It was further reported that the stent did not move from its implanted location during deployment or after the procedure. Due to the stent being unable to fully deploy, stent movement occurred during the procedure while opening the unreleased part of the stent.

Event description:
It was reported that the patient underwent surgery. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-24 carotid wallstent was selected for treatment. However, during the procedure, it was noted that the stent could not be released due to huge obstruction. The physician tried to shake the stent, but it could not be released. Finally, the tension was too large, and the stent popped out, but the expansion shape of the stent was not ideal, and it was not completely attached to the wall. Retraction of the device did not work, and the procedure was not completed. Consequently, the patient underwent surgery as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6).